Event description:
A 28mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovasculr treatment of an abdominal aortic aneurysm. The patient has severely torouous arteries with moderate calcification. Aneurysm morphology is unknown. It was reported that there was a proximal type 1 endoleak that was resolved with the placement of an aortic cuff. The final angiogram review demonstrated that the cuff was placed too into the contralateral limb. The physician elected to convert the stent graft to an aui using the aortic cuffs to exclude the contralateral limb and femoral to femoral bypass was performed to complete the case. Completion angiogram demonstrated no endoleaks. No additional clinical sequelae were reported.